Event description:
It was reported that a pta balloon could not be deflated after the first inflation in the left common iliac artery. The balloon was able to be partially deflated by applying negative pressure with a 60 cc syringe and then it was withdrawn into the introducer sheath. The balloon catheter and sheath were removed simultaneously from the pt. No report of pt injury.

Manufacturer narrative:
The lot number for the device is unk; therefore, a mfg review could not be performed. The device was returned and evaluated. The balloon was inflated to nominal pressure with no issues. No leaks or loss of pressure was observed. Negative pressure was applied to the balloon and it deflated completely. The investigation is unconfirmed for deflation issues, as the balloon was able to deflated within the time specs. The root cause could not be determined based upon available info. The current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated white under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: use the recommended balloon inflation medium ((B)(4)). It has been shown that a (B)(4) ratio has yielded faster balloon inflation/deflation times. Never use air or other gaseous medium to inflate the balloon. Equipment required: contrast medium. Sterile saline solution. Luer lock syringe/inflation device with manometer (10ml or larger). Use of the rival pta dilation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy and that no contrast is left in the balloon.